Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. Device was not returned as it was discarded. Per the instructions for use of the intrathecal catheter, catheter fracture is a known possible risk of use of the device. (B)(4).

Event description:
During follow-up on a previous issue, sales representative confirmed that the original revision surgery had taken place due to the patient having a lack of pain relief due to catheter shearing. Once the revision took place, the physician attempted to remove the catheter from the pump stem, and the metallic portion of the pump stem came off with it, leaving just the silicone portion. MFR 3010079947-2021-00092 was opened to address the issue with the pump stem.